Event description:
One patient had false positive results on an immulite 2000 for toxoplasma igg, lot 378. The sample was retested on a different instrument which yielded negative results. There were no known reports of adverse health consequences or patient intervention due to the discordant toxoplasma igg results.

Manufacturer narrative:
Siemens is investigating the cause for the false positive results for toxoplasma igg with lot 378.

Manufacturer narrative:
The initial MDR 2432235-2012-00159 was filed on 5/22/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.